Event description:
It was reported to philips that the customer was unable to perform fluoroscopy. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use at the time of the reported event. The procedure was completed by restarting the system. A philips remote service engineer (rse) examined the system remotely and confirmed that fluoroscopy was not possible. The analysis of log file revealed malfunctioning of image processing pc (ip-pc) as the cause of the issue. A philips field service engineer (fse) inspected the system on-site and identified that the power on self-test (post) for the ip-pc failed. To resolve the reported issue, the ip-pc and hard disks were replaced. After the replacement, the system was returned to use in good working order and ready for clinical use. The ip-pc was returned for further analysis and no failure was observed. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via restarts, which allowed for procedural continuation. If a loss of image occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.